Event description:
The device was used during a vein ligation procedure. Reportedly, the clips did not advance properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.